Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for eval.

Event description:
Customer reported fluid leaked at the connection of the pca tubing and pca monoject syringe. Reported the male luer on the syringe and the female luer on the pca tubing were cracked. There was no report of pt harm or medical intervention. No other details of the event or pt are available.